Manufacturer narrative:
. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported they were unable to fix the locator into the insertion sheath. After the angio-seal was unpacked, the locator was inserted into the insertion sheath to make an assembly; however, the locator did not fit well into the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure performed was hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. No equipment or other devices were used with the angio-seal.